Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed motor error during a basal. The device was exposed to MRI. Motor error alarm only occurred once in the past month. Customer does not use the sensor. Customer was not able to rewind the device. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had constant motor error alarm during rewind due to motor oil leak on the home switch. Unable to perform the displacement test due to motor error alarm. The device had cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.